Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, visual data was provided for review. Review of the visual data does confirm the customer's report. A replacement smart pneumatic module board was sent to zoll malaysia. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was making a clicking noise. Complainant indicated that there was no patient involvement in the reported malfunction.